Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the physician tried to fixate the lead in several positions but the thresholds were high. The physician finally tried a different lead and an acceptable threshold was found with good electrical parameters. No patient complications have been reported as a result of this event.